Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The device manufacturer date for the reported meter serial number is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a customer reported that her adc blood glucose meter was not giving her a reading. She stated that "the 888 did not come up, and the meter just displayed some lines across with a black dot." The customer further stated that the meter was giving her "bad readings" and that she called her doctor and was sent to a clinic where she was treated with insulin (lantus). No diagnoses was reported. Several attempts to contact the customer for additional information were made without success. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Unique identifier (UDI) # ) was incorrectly documented in the initial MDR 30 day report.

Event description:
On (B)(6) 2016 a customer reported that her adc blood glucose meter was not giving her a reading. She stated that ''the 888 did not come up, and the meter just displayed some lines across with a black dot.'' The customer further stated that the meter was giving her ''bad readings'' and that she called her doctor and was sent to a clinic where she was treated with insulin (lantus). No diagnoses was reported. Several attempts to contact the customer for additional information were made without success. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The manufacturer of xceed (relion ultima) meters, was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was completed for the reported complaint and relion ultima meters. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
On (B)(6) 2016 a customer reported that her adc blood glucose meter was not giving her a reading. She stated that ''the 888 did not come up, and the meter just displayed some lines across with a black dot.'' The customer further stated that the meter was giving her ''bad readings'' and that she called her doctor and was sent to a clinic where she was treated with insulin (lantus). No diagnoses was reported. Several attempts to contact the customer for additional information were made without success. There was no report of death or permanent injury associated with this event.